Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen sustained damage when the device fell from the user¿s belt onto a car floor, resulting in visible vertical cracks across the display and intermittent failure of the fingerprint/unlock function, which hindered access to settings and delayed an insulin change; the device component involved was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical impact to the touchscreen, aligning with a fractured display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.